Event description:
--

Event description:
Boston scientific received information that during a routine device check up this right atrial (ra) lead was displayed a loss of capture (loc) and was found to have dislodged. The lead was explanted. There was no adverse patient effects reported.

Manufacturer narrative:
The complete lead was returned. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted evidence of set screw marks noted on both terminals and dried blood/body fluid noted in the helix housing and past window area (neck region). Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This investigation will be updated should further information be provided.